Event description:
The reporter stated, a competitor's lens was torn, when trying to remove from the cartridge after improper load. There was pt contact. The reporter stated, the cause of the iol damage was due to a loading error. Another same type lens was implanted.

Manufacturer narrative:
.